Manufacturer narrative:
Product event summary: analysis confirmed the reported screen issue; the overlay was cracked. Analysis also found the stylus would not calibrate; the stylus was out of electrical specification. The electrocardiogram (ECG) connector was found loose on the link electronic module (lem) printed circuit board (pcb) assembly. The tab on the power cord bay door was broken. It was noted hinge plate screws were missing. Analysis could not confirm the reported software update issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen was in need of repair. It was also reported there was general malfunctioning; unable to update software due to malfunction. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.